Event description:
The nurse noticed at the end of the plateletpheresis procedure that the donor had received more acd solution than he was scheduled for. Total volume of whole blood processed was 3,767 ml and the procedure was run at 11:1. From the acd bag it was determined that 875 ml was used. The read out was 360 ml. At that ratio, approximately 350 ml of acd should have been used instead of 875 ml. The reporting source stated that the acd drop was monitored every 15 minutes and the pump handle was closed. The kit was discarded and is not available for eval. However, the account stated that the red keepers in the acd line were present and no abnormalities were observed when they visually inspected the disposable. The donor experienced a mild acd reaction with only tingling of the chest. Three tums tablets (calcium source) were administered. The donor recuperated fully and was released in good condition. The customer stated to the co field service rep that upon review it was possible that the acd tubing had not been properly placed on the acd pump roller possibly causing the bolus of acd to occur. The blood cell separator had been in use multiple times after the incident with no further problems reported indicating that the equipment was functioning properly at the time the event occurred.